Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic ovarian lesion resection procedure on (B)(6) 2024 and suture was used. At 21:00 during the surgery, when the doctor was sewing under the skin, half of the needle tip broke, leaving the broken part under the patient's skin. After discovering it, the needle position was determined by taking a c-arm x-ray, and the needle tip was completely removed. A new needle was replaced to continue sewing. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 31-year-old woman who underwent laparoscopic ovarian lesion resection in hospital on (B)(6) 2024. The surgeon used vcp397h for sewing the subcutaneous tissue in the way of interrupted suturing. During the suturing, the needle tip broke (the specific length of the broken needle was unknown), and the broken needle fell into the patient's tissue. The surgeon immediately gave the patient c-arm machine filming to assist in looking for the broken needle during the surgery and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. This event caused no other harm to the patient except that it prolonged the surgery for about 1 hour. No subsequent adverse event report was received.